Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2019-06622. It was reported that the patient presented with noise on the right atrial and right ventricular leads. During the procedure, it was noted that the leads were twisted on themselves due to twiddler syndrome. Insulation abrasions were also noted on the leads. The leads were explanted and replaced. The patient was discharged.

Manufacturer narrative:
The outer insulation was noted twisted at 6.5 cm to 11.7 cm from the pin. External insulation abrasion was noted at 7.3 cm to 7.5 cm , 9.7 cm to 9.9 cm and 10.1 cm to 10.3 cm from the pin consistent with lead friction to the ICD. The cause of the reported events is due to the external insulation abrasion which is consistent with friction to the device can.